Event description:
The account alleged that the nurse was injured while moving the pt up in the bed. The account alleged that the pt was sticking to the ticking.

Manufacturer narrative:
The technician performed an investigation and stated that the account would not release details of the alleged incidents. The only info that was released was that the nurse had injured her back in the left lower lumbar area while boosting or moving the pt up in bed. The technician inspected the mattresses and the toppers and they did not seem any more tacky than normal.